Manufacturer narrative:
The customer was provided with a replacement device. The customer's device was returned to stryker product analysis center (pac) for further investigation. The pac technician found that the user interface (ui) pcb assembly filter cap, designator fl24, was leaky. The cause of the reported issue was determined to be a leaky filter cap, designator fl24. The device was scapped by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.